Event description:
Medtronic received information that this mosaic tissue valve was explanted due to pannus. A mechanical valve was subsequently implanted without reported complication. To date, there have been no additional reported adverse patient effects.

Manufacturer narrative:
Analysis: our gross analysis confirms the presence of pannus on the valve that constricts the inflow orifice area. Moderatly thick, off-white pannus extends 1 to 2 mm onto all cusps. The leaflets are slightly stiff, but flexible. Small tears at the tops of the commissures and adjacent aortic wall appear to have occurred during retrieval. Two commissures posts are bent inward and the stent is slightly ovoid in shape. Radiography shows no evidence of mineralization in the valve tissue. Conclusion: reduced product performance related to patient condition. Pannus overgrowth noted on all valve cusps. Product explanted and replaced without reported patient complication.